Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's scs ipg was not communicating with external devices as the pt hadn't used or charged his scs system in approximately six weeks. An sjm rep met with the pt and confirmed the ipg had no device output. Additional info received identified the pt's scs ipg was explanted and replaced with a different model ipg during surgery on (B)(6) 2014. The pt's scs system stimulation has reportedly been restored postoperative.